Event description:
Customer reports being unable to obtain a result on the advantage system while using expired product because the meter did not have power. Customer reported having chest pains at the time; she was taken to the hospital where she tested 344 mg/dl on professional device. Customer was treated with insulin and released from the hospital the following day. Requested return of suspect device and replacement was sent.